Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due diabetes ketoacidosis and high blood glucose on (B)(6) 2020 for 3 days. Blood glucose level at the time of the incident was 722 mg/dl and other was 365 mg/dl. Customer stated that she had nausea and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the cannula was bent. Customer was treated with intravenous drip and manual injection. The insulin pump will not be returned for analysis.